Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The total daily doses (tdd) on the date of the complaint added up correctly and reflected the users programmed basal rates. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at the end of testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no delivery interruptions or errors, alarms or warnings during testing. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 379 mg/dl with abdominal pain, nausea, vomiting and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with IV fluids and insulin via their pump. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.